Event description:
It was reported by the radiology staff, the micromark clip was used during a breast biopsy. It was reported the c1530 was being used with the p1155 probe and the "tip of the deployment device also deployed". Facility advised contacting the doctor for further information.